Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Patient weight is unknown (B)(4) complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade backed out. A female patient sustained a right, comminuted unstable peritrochanteric femur fracture following a skiing accident and was originally implanted with a trochanteric fixation nail advanced (tfn-a) nail, helical blade and one distal locking screw on (B)(6) 2016. Subsequently, the patient presented to the emergency room on (B)(6) 2016. An x-ray showed that the helical blade had completely backed out of the head fragment, lateral to the nail. In addition, it was reported that the patient also had non-union, pain, irritation and discomfort. On (B)(6) 2016, the patient underwent a total hip replacement and all hardware was removed. It was reported that the procedure went very smoothly and nothing out of the ordinary was noted by the surgeon. There was no surgical delay and the procedure was successful. This provided x-rays were reviewed by the manufacturer and it was noted that the blade backing out could be confirmed. This complaint is related to (B)(4) for an intra-operative event during original implant surgery on (B)(6) 2016. This is report 2 of 2 for (B)(4).